Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose was 474 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer uses quick-set infusion sets. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The customer had lost (B) (6) pounds in the month preceding the event. The customer's doctor gave him an infusion set with a shorter cannula to try. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.